Event description:
It was reported that the pump touch screen was delayed in responding to presses and touch screen was unresponsive. There was no reported adverse impact to customer¿s blood glucose level. Customer declined troubleshooting. No additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.